Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that approx an hr into the procedure, the silicone insulation fell off of the device and into the pt's cavity. The piece was retrieved by the surgeon and another device was used to complete the procedure. There was no pt injury.